Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove (protective sheath); however, factors that may contribute to difficulty removing the protective sheath include, but are not limited to, manufacturing, normal variation within the manufacturing process or protective sheath removal technique. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. Additionally, it is possible the reported material deformation of the stent resulted due to handling during attempts to remove the protective sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.e1 - address 1 corrected h6: health effect - impact code 2199 was removed.

Event description:
Subsequent to the initial report being filed it was reported that the inflation pump was connected and the skypoint stent delivery system was being prepped at the time the issue occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the yellow protection sheath of the 3.00x33mm xience skypoint stent delivery system (sds) resistance was felt. The struts of the stent were observed to become flared and bent. The sds was not used in a procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another same size xience skypoint stent was used in a procedure. No additional information was provided.